Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, on an unknown date, the universal chuck with t-handle assembly fell apart and numerous pieces of soiled debris were found inside the device. This occurred after the instrument was placed through a washer/disinfector in the sterile processing department (spd). There was no patient involvement. This report is for one (1) inserter for ti elastic nails. This is report 1 of 2 for (B)(4).